Event description:
Patient reported that the pump did not have audible alarms.

Manufacturer narrative:
The pump was reurned to animas for evaluation. Evaluation revealed a damaged connection to the piezo.